Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient went into the MRI machine with stimulation on, and within about one minute the patient complained of shocking sensation in her buttock area. The MRI procedure was stopped and the patient felt fine. The change was considered sudden. The issue occurred today, 2016-(B)(6). It was noted that the MRI procedure was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.